Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder ("I've been told that basically it's all in my head"), libido decreased ("poor sex drive"), migraine ("migraine"), pelvic pain ("pain"), anxiety ("anxiety"), menometrorrhagia ("horrible irregular periods "), fatigue ("exhaustion") and feeling abnormal ("brain fog ") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormone issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dysfunctional uterine bleeding, autoimmune disorder, weight decreased, migraine, hormone level abnormal, fatigue and feeling abnormal outcome was unknown and the libido decreased, pelvic pain, anxiety and menometrorrhagia had resolved. The reporter considered anxiety, autoimmune disorder, dysfunctional uterine bleeding, fatigue, feeling abnormal, hormone level abnormal, libido decreased, menometrorrhagia, migraine, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- dysfunctional uterine bleeding, poor sex drive, weight loss and migraine the following information was received from social media pain, anxiety, horrible irregular periods, increased sex drive, hormone issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Autoimmune disorder downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and autoimmune disorder ('I've been told that basically it's all in my head') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), libido decreased ("poor sex drive"), migraine ("migraine"), pelvic pain ("pain"), anxiety ("anxiety"), menometrorrhagia ("horrible irregular periods "), fatigue ("exhaustion") and feeling abnormal ("brain fog ") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormone issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dysfunctional uterine bleeding, autoimmune disorder, weight decreased, migraine, hormone level abnormal, fatigue and feeling abnormal outcome was unknown and the libido decreased, pelvic pain, anxiety and menometrorrhagia had resolved. The reporter considered anxiety, autoimmune disorder, dysfunctional uterine bleeding, fatigue, feeling abnormal, hormone level abnormal, libido decreased, menometrorrhagia, migraine, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- dysfunctional uterine bleeding, poor sex drive, weight loss and migraine the following information was received from social media pain, anxiety, horrible irregular periods, increased sex drive, hormone issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event migraine was added. Reporter information was added. On 23-mar-2020: social media received. Event added- pain, anxiety, horrible irregular periods, hormone issues. Outcome of poor sex drive updated to resolved. Reporter information were added. On 23-mar-2020: social media received: new event brain fog , exhaustion were added. New reporter were added on 23-mar-2020: new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and autoimmune disorder ('I've been told that basically it's all in my head') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and libido decreased ("poor sex drive") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dysfunctional uterine bleeding, autoimmune disorder, libido decreased and weight decreased outcome was unknown. The reporter considered autoimmune disorder, dysfunctional uterine bleeding, libido decreased and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- dysfunctional uterine bleeding, poor sex drive, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.